Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On 2nd march 2017, arjohuntleigh received a customer complaint indicating that during positioning of the patient on the bed, the ceiling lift located over the bed on installation, suddenly fell down and hit patient's left hand placed on his chest. The abrasion of the patient's left hand was reported. The x-ray was performed, but no hospitalization was required. During inspection of the device no anomalies found. The ceiling lift met its specification.

Manufacturer narrative:
Arjohuntleigh received a complaint related to the maxi sky 440 portable ceiling lift located over the bed at the customer facility (casa di riposo caprotti zavaritt). It was reported that the device fell down due to a detachment of the carabiner from the reacher that connects the lift to the extension strap located on the installation trolley. The device hit patient's left hand placed on her chest causing the abrasion in a consequence. Fortunately, the patient did not sustain any serious injury. When reviewing similar reportable events for maxi sky 440 and similar portable ceiling devices (v3, voyager), we have found a limited number of cases related to the lift detachment due to failure attachment of the carabiner. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use the occurrence rate observed for reportable complaints with this failure is low. Based on the collected information and photographic evidence, the carabiner for regular strap was detached from the reacher and from that perspective, the device did not perform as intended. It was confirmed that no breakage on the carabiner nor the reacher were noted. This leads to the conclusion that the carabiner was installed in a incorrectly way which should allow the weight to be supported for a certain period of time before the fall of the ceiling lift. It should be noted that, it is crucial to follow all safety instructions regarding device attachment on a track, included in the device instruction for use to provide an easy and safe installation and usage of ceiling lift devices. The correct installation of the carabiner on the reacher (this part is accessory dedicated for portable ceiling lifts which provides an easy way to install and remove a portable lift from the track trolley or from the extension strap) is essential to provide safe and efficient transfer. It has been concluded that in this particular case, the carabiner was probably oriented in a position that forced its latch to open causing detachment of the device - which is considered as incorrect installation. From this evaluation it would appear most likely that the event was probably caused by the user error which is related to a lack of training on the device labeling. It should be noted, that the instructions for use accompanying the portable ceiling lift and reacher bar demonstrate how to properly install the device before performing a transfer. The IFU of the maxi sky 440 (001.16000.33 rev.13) clearly states that the daily maintenance should be carried out before using the lift "inspect the carabiner at the top of the strap to ensure that it is properly attached." The IFU of the reacher (001.08315, rev. 6) also presents the adequate way to install the carabiner in the reacher. The labeling of the lift and accessory were both found to be clear to allow a properly trained caregiver to not misuse the device. We would suggest to re-introduce the involved staff with the contents of the maxi sky 440 and portable lift reacher instruction for use, with special attention on the installation procedures. In summary, the carabiner for regular strap was detached from the reacher and from that perspective, the device did not perform as intended. The device was being used at the time of the event and played a role in the reported incident. We find this complaint to be reportable to the competent authorities in abundance of caution based on the potential of the serious injuries when the situation re-occur.